Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "surgical instruments are subject to wear with normal usage." (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition; the device showed signs of wear, impact marks on the handle, and the handle was cracked. A conclusive root cause of the event could not be determined.

Event description:
It was reported the inserter handle has become worn over time. The issue was not found during a procedure.